Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead had noise reversion episodes due to oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was was in stable condition.